Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
The patient reports stimulation was lost 2-3 days ago as well as the last recharge of the system was approximately 3-4 weeks ago. Reportedly, the charger is unable to locate the ipg. A replacement charger was sent to the patient. Follow-up identified the sjm representative met with the patient and confirmed the scs system's inability to communicate with 3 different charging systems. Further troubleshooting was attempted to no avail. A physician consult regarding surgical intervention may be the next course of action.

Event description:
Follow up information identified the patient's ipg was replaced with a new one.